Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on july 20, 2014. There were (B)(4) paks associated with this lot. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a vitreous cutter would not cut or aspirate before a procedure. There was no patient involved.

Manufacturer narrative:
One sample was returned for not able to cut and aspirate. The sample was visually inspected and the needle was found to be bent. Aspiration and cut testing were performed and found to be conforming. Actuation testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the bent needle. There is approximately 5 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is bent. There are wear marks at the bend area. For this complaint file, the final customer lot was identified as lot 14025652x. For this final lot, five component probe lots, manufactured in june and july 2014, were used to make up the final lot. A device history record review for each of the five lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No abnormalities were found on the other four lots. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were three other complaints for the reported issue. The complaint evaluation does not confirm the reported aspiration issue. The complaint evaluation does confirm the probe failed to actuate. The root cause for the probe not actuating was due to the bent needle condition. How or when the needle became bent cannot be determined. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the probe use. A bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. (B)(4).